Manufacturer narrative:
A visual was performed on the returned product. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. Based on the reported event description and evaluation of the returned unit, the reported material separation resulting in foreign body in patient, serious injury/illness impairment, and prolonged hospitalization appear to be due to circumstances of the procedure. It is likely that interaction between the non-abbott atherectomy device and emboshield nav6 caused the tip of the barewire to separate proximal to the step resulting in the filter coming off the barewire into the tibioperoneal trunk. Additionally, the filter was removed with a snare and 6fr sheath; however, it was confirmed that a piece of the barewire was lodged in a small vessel off the mid peroneal artery which could not be removed so it was left in place. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The emboshield nav6 device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the superficial femoral and popliteal arteries with heavy calcification and mild tortuosity. The emboshield nav6 embolic protection system (eps) was used in the procedure and atherectomy was performed with a non-abbott atherectomy device. The retrieval catheter was advanced to remove the filter; however, the filter was not collapsing down. It was then noted that a radiopaque section of the barewire appeared detached from the rest of the wire. The filter had separated from the wire and was sitting in the tibioperoneal trunk. A retrograde puncture was performed in the posterior tibial and the filter was snared into a 6fr sheath to be retrieved. It was confirmed that a piece of the barewire was lodged in a small vessel off the mid peroneal artery. This piece could not be removed so it was left in place. The patient was hospitalized an additional day. The patient had great foot pulses the next day and no pain. No additional information was provided.